Event description:
It was reported that the programmer locked up when the power was turned on. The service disk was tried but a message was generated that it would not work with this version. The programmer was returned for service. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment of a lock-up issue through the error logs, and the link electronic module board was therefore reseated and calibrated and the software reloaded. Analysis also found a noisy system fan, that the keyboard was missing screws and that it failed an incoming antennas-connected test, and the fan, keyboard and both antennas were replaced to resolve all. (B)(4).